Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was oversensing noise which caused auto mode switch episodes. The noise was reproducible with isometrics. The patient would be monitored.